Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of three submissions from the same case. The others are (B)(4). Lot number was not provided so device history record review cannot be performed. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was originally reported that the screws began to change angle after being implanted. Follow-up investigation: it was reported that the patient underwent distal radius repair on (B)(6) 2017. On (B)(6) 2017 the patient was experiencing pain and displacement. The volar distal radius plate along with all the screws were removed on (B)(6) 2017. The issue was found during routine follow up with x-rays. No arthrex devices were implanted during revision surgery.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Lot number was not provided so device history record review cannot be performed. Complaint confirmed. The evaluation revealed that the returned screw has minor damages. The damages were most likely caused during the extraction of screw. Measurements taken on screw revealed that its critical dimensions were within specification. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience.

Event description:
It was originally reported that the screws began to change angle after being implanted. Follow-up investigation: it was reported that the patient underwent distal radius repair on (B)(6) 2017. On (B)(6) 2017 the patient was experiencing pain and displacement. The volar distal radius plate along with all the screws were removed on (B)(6) 2017. The issue was found during routine follow up with x-rays. No arthrex devices were implanted during revision surgery.